Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and confirmed damaged tip resulting in no sample/reagent in the problem area. Alleged failure could not be duplicated and no cause for the problem was found. The instrument was tested without further problem and returned to service.